Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a pacemaker in backup vvi. Programming changes were made and device restoration was completed successfully with no issues. Backup mode was most likely caused by proton radiation therapy. Further information was requested but not received.